Manufacturer narrative:
Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. No frozen screen noted due to presence of open book image alarm. Unable to confirm unresponsive keypad button due to critical pump error (open book image) alarm however, moisture is noted on keypad traces. The pump was cut open to perform visual inspection and found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Successfully utilized thump to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 07/03/2025 23:45:26.000 due to moisture damage to force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and label damage (faded). Critical pump error (open book image) alarm confirmed during analysis and triggered by pump error 35. Pump error 35 alarm confirmed due to moisture damage to force sensor. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. No frozen screen noted due to presence of critical pump error (open book image) alarm. Unable to confirm unresponsive keypad button due to critical pump error (open book image) alarm. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from mmt-1880 to mmt-1884 as per new additional information and updated in sections b5,d1/d2a/d2b and d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1884. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly, frozen display, pump error 35(a broken force sensor was detected during seating or regular delivery), the belt clip rails of the insulin pump were damaged. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-1884. Troubleshooting was performed, and the customer was not able to successfully clear the alarm. The pump screen did not turn off. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880, mmt-1884 was requested and customer response was the device will be returned.